Event description:
Related manufacturer reference numbers: 2017865-2021-35002. It was reported that the patient presented with inappropriate mode switch due to noise over-sensing on the atrial lead and the pacemaker (pm). No intervention was performed. The patient was discharged.